Event description:
Caller stated that this home pt has been changing her own trach since 1989. She stated this trach s pilot balloon leaked within 5 days of use. The trach was inserted on (B)(6) 2011. Five days later the pt noticed an air leak. The pt removed the item, and replaced it with a new one. Upon inspection the pt noted that the pilot balloon leaked air from the seam.

Manufacturer narrative:
The lot number reported is a recall lot and the reported failure has been investigated previously. The sample associated to this report is currently in transit to the mfg site for investigation. If new info is identified from the investigation, a summary of the findings will be provided in a supplemental report.